Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.0x15mm nc trek rx balloon dilatation catheter (bdc), bubbles [leak] were noticed inside the balloon. A non-abbott balloon was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined a potential product quality issue based on the reported leak and noted inner member tear proximal to the distal tip of the balloon.h6: health effect impact code 2645 removed, health effect impact code 2199 added.

Event description:
It was reported that during preparation of the 3.0x15mm nc trek rx balloon dilatation catheter (bdc), bubbles [leak] were noticed inside the balloon. A non-abbott balloon was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. Returned device analysis identified the device was used in the patient. The account confirmed the balloon was attempted to be used in the patient and the leak was noted in the tip of the balloon. There was no adverse patient effect. No additional information was provided.